Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2021. Additional information: h6 h6 component code: g07002 - unable to investigate further this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - (B)(4).

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qhmmml and no non-conformance's related to the reported complaint condition were identified component code: (B)(4) unable to investigate further. Investigation summary: the product was returned for evaluation. Visual analysis of the returned product revealed that one suture around of the labeled winding former product code sxpp1a405 was received for evaluation. The foil packet was not received for evaluation. Upon visual inspection of the returned sample, the winding former was examined for visual inspection and no defects or damaged were observed and the paper lid was positioned correctly. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported. Additional information was requested and the following was obtained: what was the initial procedure? Unk. What is the procedure date? 8/24/2021. Could you please confirm if the device that present package issues, present sterility issues? One device was damaged primary package, with possible sterility issue, please check the returned sample. Could you please confirm if two devices with issues had the same lot number? If not------yes, two devices had the same lot number. Could you please provide the other lot number, and confirm with what issue was related? Both devices have the lot number of qhmmml. Other information is unknown. Note: events reported in 2210968-2021-10339 and 2210968-2021-10340. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and a barbed suture was used. Prior to planned use, it was noted that the primary package of the suture was found damaged with a possible sterility issue. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.